Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing the waste pump and by removing and cleaning the lower waste manifold. The waste pump (list number 08c94-19) was identified as the source of the sparks, possibly due to the liquid overflowing from the lower waste manifold. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed sparks on the architect i2000sr. No injuries were reported. The customer experienced a leak from the waste pump during maintenance. The leak appeared to have got into the electrics at the back because when they moved one of the electrical cables it made a crackling noise and sparks were seen. Abbott technical support visited the site and could not find any evidence or reason that any sparks occurred. Ups, replacement waste pump and instrument are all working as expected.